Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the lifevest equipment. Patient described the area as itchiness on the back. The patient¿s physician prescribed an anti-itch cream for the skin irritation. Outcome of the itchiness is unknown